Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and damage. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the viewing area made it difficult to see had to push the act button harder and it was very difficult to press priming at times insulin will come out fast than other times. The insulin pump will not be returned for analysis.